Event description:
Tbm called alleging that the (B)(4) had concealed damage, top of the back cane is chipped and bent, and both back canes are at an angle, and the seat pan are not level, and arms are pushed outward.